Event description:
It was reported that erratic ventricular capture and pacing with atrial and ventricular signals lunged on top of each other was observed on electrocardiogram. The patient was evaluated in clinic and the right atrial (ra) lead was determined to have dropped into the right ventricle. A procedure to reposition the ra lead was scheduled. During the procedure, tissue in the lead's helix kept it from deploying and retracting. The atrial lead was explanted and replaced. There were no patient consequences.